Event description:
It was reported to medtronic minimed that the customer received an insulin flow blocked alarm. The customer reported no adverse event. The event involved product unomedical, unk_reservoir, mmt-1884. Troubleshooting was performed. Customer reported recurring alarms even after troubleshooting. Customer had tried all remedies however the recurring alarms issue was not resolved. No harm requiring medical intervention was reported. No product return was required for unomedical, unk_reservoir. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and selftest. No unexpected no delivery alarms noted during testing. Successfully downloaded history files and traces using thump. Unable to verify nodelivery alarms on event date or two days prior from the event date due to recording of data is after the event date in the trace/history files. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, display window cover (scratched), pillowing keypad overlay, cracked select button on keypad overlay, stained keypad overlay buttons, keypad overlay texture damage, partially broken off battery tube threads, cracked battery tube area, severely faded serial number label, and scratched case. Unexpected insulin flow blocked alarms/no delivery alarms were not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.